Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Not injecting smoothly. The following information was provided by the initial reporter: needle not injecting smoothly.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Not injecting smoothly. The following information was provided by the initial reporter: needle not injecting smoothly.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2003405. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.